Event description:
It was reported that the insulin pump alarmed button error. Customer stated that her blood glucose was extremely high and does not think she was getting insulin. Customer's blood glucose was 440 mg/dl. Customer will treat high blood glucose with manual injection. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms noted. Traces of corrosion were noted at the motor assembly per visual inspection. The device had with cracked case at display window corners, cracked display window, cracked reservoir tube lip, minor scratched lcd window, and missing end cap sticker.